Manufacturer narrative:
Zimmer biomet complaint # cpt160005848. Medical products - nexgen mis precoat stmd tibplt catalog # 00595004701 lot # 60336057, palacos n-antibiotic bone cmnt catalog # 00111214001 lot # 63273894, nexgen all poly patella catalog # 00597206532 lot # 60307309, molded lps-flex nexgen articular surface catalog # 00596404014 lot # 60248601. Reported event was unable to be confirmed. No product was returned, nor photos received; therefore, the condition of the components could not be evaluated and visual and dimensional evaluations could not be performed. Review of device history records found no evidence of product nonconformance or related anomalies. Review of operative reports revealed no deviations from surgical technique in either procedure. A definitive root cause cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening after a knee arthroplasty.